Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 229 mg/dl. The customer stated that the device alarm after the battery changed the customer was instructed to inset a new battery in less 1 minute. The customer stated that the device did not alarm. The customer also reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 154 mg/dl. The customer was advised to insert new battery. Customer did not receive failed battery test. The customer was advised to monitor and we will ship replacement battery cap as a courtesy. Customer declined off no power troubleshoot. The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose was unknown mg/dl. The customer was advised that the use of other battery brands or type may result in reduce battery life. The customer were satisfied.